Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown, however, it was reported that the patient was on duodopa therapy since (B)(6) 2013. According to the complainant, on (B)(6) 2013, the jejunal tube became occluded. The patient was given oral parkinson's disease treatment as a result. A new endovive two-port through the peg jejunal tube was placed on (B)(6) 2013. Attempts to obtain information regarding the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube occlusion. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.